Event description:
Reportable based on device analysis completed on 30-june-2015. It was reported that a rotawire loading issue occurred. The target lesion was located in a vessel below the knee. A 1.50mm peripheral rotalink® plus was selected for use. Upon introduction of the rotawire to the burr, it was observed that the burr was not sliding over the wire easily. The burr was exchanged with another burr which was used successfully; however, it was noted that the rotawire was kinked. The procedure was completed with a new burr and rotawire. There were no patient complications reported. However, device analysis revealed plastic threads/fibers attached to the distal coil.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned connected to the catheter. Visual examination of the device observed the advancer knob was locked upon return in a backward position. It was loosened and advanced to inspect the handshake connection and no damage was observed. A handshake connection test was done to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were also inspected and blue threads and fibers were noted on the distal coil. An attempt was made to insert a test guidewire into the device. Resistance was met in the distal coil due to the threads/fibers. The burr was microscopically examined and no issues were noted with the annulus of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿the burr at the distal tip of the rotalink¿ catheter is capable of rotating at very high speeds. Do not allow parts of the body or clothing to come in contact with the burr. Contact may result in physical injury or entanglement." (B)(4).